Event description:
(B)(4): customer had contacted us by email on (B)(6) to inform a notification received by nurse team regarding the catheter used in the neonatal intensive care unit. Product batch: 1108661 - 1 sample for analysis. Verbatim: "catheter was inserted for 22 days ago. It was observed a leakage by the dressing, when evaluated, was observed that the catheter had broke in 2 pieces. At that moment it has been infusion parenteral nutrition. The remaining piece of the catheter was removed with a forceps. No medical or surgical intervention was needed. There was no harm to the pt. A new catheter was inserted and pt is hospitalized for treatment." Asepsis with chlorhexidine. Flush with 10cc syringe and saline solution. The catheter was inserted at the basilica vein. One attempt to insertion, with no intercurrences. Used tegaderm to fix the catheter. Used pump infusion.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.